Manufacturer narrative:
Thirty (30) syringes were received for evaluation. Visual inspection was performed verifying the flange damaged. Twenty syringes are not in the flow wrap, there is no saline, no tip cap and have flange damaged. Ten- syringes in the flow wrap with flange damaged. The flange damaged has been identified as coming from an equipment variation of the plunger rod labeler machine. A CAPA (corrective action preventive action) has been initiated to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lot # 7208852 for this type of defect or symptom. No qns or issues noted in DHR. Root cause description: the flange damaged has been identified coming from an equipment variation of the plunger rod labeler machine.

Event description:
It was reported that a bd¿ pre-filled saline syringe had broken flange. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd¿ pre-filled saline syringe had broken flange. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.